Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps were falling from the abdominal wall and did not fixate the mesh. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
A close inspection was conducted on the returned device and no visual damages were noted. The provided device was activated manually and straps were delivered properly. The device trigger was locked as normal process. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. Device worked as intended.